Event description:
The customer reported that insulin from the reservoir leaked past the o-rings and into the reservoir compartment. The customer called back and stated that he went to the hospital a while ago and his blood glucose was over 500mg/dl at the time. No further information was provided.

Manufacturer narrative:
Inspected three random sealed reservoir and performed manual prime and high-pressure tests. The reservoirs passed the tests and no leaks or defects in the o-rings were observed during analysis. The reservoirs were connected and locked in place properly. Please see medwatch report # 3004209178-2013-97265.